Manufacturer narrative:
Na.

Event description:
The customer complained of questionable high ise indirect na and cl for gen.2 results for approximately 20 patient samples on cobas 6000 c (501) module. Of the data provided, there were discrepant na results for 18 patient samples. Refer to the attachment to the medwatch for all patient data. The discrepant high na results were reported outside of the laboratory and the physician questioned the results. The repeat results were deemed to be correct. There was no adverse event. The qc was acceptable. The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an abnormal spring return on the sample probe which was causing the probe to stay too high. The fse also found the rinse mechanism was adjusted too high. The fse adjusted the probe to return normally and adjusted the rinse mechanism volume. The calibration, qc, precision, and ise checks were acceptable. The investigation determined that the provided calibration and qc were acceptable. The investigation determined there were sample short alarms in the provided alarm trace. The fse service actions resolved the issue.